Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 500 mg/dl at the time of incident. The current blood glucose level is 242 mg/dl. Customer's other blood glucose level was 300 mg/dl. The customer was wearing the insulin pump when high blood glucose event was reported. The customer reported that the infusion set had air bubbles in tubing of approximate size of half inches. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. Device was tested with a water fill test reservoir. No air bubbles anomaly noted. (B)(4).